Event description:
During a lung biopsy, the cocking lever of argon medical devices biopince" ultra full core biopsy instrument 18ga x 10cm broke requiring the use of a new gun. The breaking of the cocking lever is a recurrent failure mode. During this last event, the patient undergo a lung biopsy and the failure of the biopince device delayed the retrieval of the tissue specimen. The patient did not experience any harm during this incident. Nevertheless, any delays during a lung biopsy may lead to serious injury to the patient since the needle has to be introduced on their lungs multiple times. The biopince biopsy gun was saved by the uf for further inspection/evaluation as needed.